Manufacturer narrative:
G4: 18jul2020 b4: (B)(6)2020 failure analysis on the returned touchscreen shows that the damage returned touchscreen prevented the user interface (ui) assembly to respond to touch command. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The field service engineer (fse) was able to verified the reported problem. The fse replaced the touch screen to address the reported problem.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was in not use on patient.